Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the bag tore. The bag had dropped at the bottom edge and the specimen had fallen out into the abdominal cavity.